Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was in a bag that dropped and the pump touch screen became shattered. Customer is unable to interact with the pump due to pieces of glass falling off the touch screen . Additionally, the touch screen would not turn on. Customer's blood glucose was 200 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.